Manufacturer narrative:
(B)(4). Batch # p5589u. Device evaluation: the analysis results found that the tcr75 reload was received, with the left gripping surface broken off. No functional test was performed. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not used in surgery. It was noticed that one piece of the reload was broken. There were no patient consequences reported.